Manufacturer narrative:
Pump s/n: (B)(4) was received and tested. The reported condition was confirmed. During evaluation it was noted that there was damage to the sensor and rotor assembly. The damaged parts were replaced. The pump was retested and passed all functional tests. The service history record was reviewed; this device was manufactured in 2019. This is the first time this device has been returned for service. The reported event was determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device feed rate was high out of spec.